Event description:
"Dealer, (B)(6), alleges that the patient's hydraulic pump on lift model 9805 was replaced on (B)(6) 2011 and now the hydraulic pump is leaking fluid. Dealer also alleges that when trying to release the lift it is dropping down too quickly. She mentioned to me no warranty so they will handle themselves."

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9099, serial number/date code (B)(4). The owner's manual part number 1024492 rev e was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleged the pump on the lift is leaking.